Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device had display problems. The customer stated that she had no further information. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display had white lines on the screen. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.